Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 25 mg/dl. Reportedly, the cause was the customer forgot to eat. Bg was treated with glucagon. Reportedly, customer left the ER with customer in stable condition (bg 237 mg/dl).